Event description:
A 26mm diameter x 15mm diameter x 13.5cm length aneurx stent graft and its components were inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm and vessel morphology are unknown. It is reported that the stent graft was explanted and the patient was surgically converted in 2002 due to a type ii endoleak and occluded left limb. The explant report states there was no evidence of infection, hyperplasia, or pseudoaneurysm; however, thrombosis and kinking were evident. The proximal and mid body attachment to the patient's tissue was average. The attachment of the left and right legs were strong, which necessitated excessive force to remove the device during explant. There was moderate tissue incorporation of the proximal neck, aortic body, and the right and left iliac limbs. The aortic body had some visible hematoma with active bleeding from the lumbar artery. It was reported the left iliac extension was not explanted and the iliac surgical limb was anastamosed distal of the iliac extension. The patient is reported to be alive. No further information is available at this time. Medtronic ave has received the explanted device and analysis pending.

Event description:
Add'l info received by medtronic ave reported that the bifurcated stent graft was implanted on 8/15/01. It was reported the physician clarified that there was no kink in the graft. The physician reported there was a kink in the iliac artery at the end of the graft and that this vessel kink was the most likely cause of the occlusion due to poor outflow. Analysis of the explanted stent graft has been completed. A type ii endoleak observed at the explant procedure and a left limb occlusion that was observed preoperatively and in the explanted device, were the reasons the pt was converted to an open repair. No graft integrity issues were noted.